Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of the event for the patient as "poor, patient unhappy".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/27/2008 and 09/10/2008 by phone, fax, and mail. A completed questionnaire was received on 09/19/2008.